Manufacturer narrative:
Aga medical could not evaluate the amplatzer septal occluder involved in this incident since it was not returned to us. During manufacturing, this device underwent a series of inspections, including verification of device sizing. Review of manufacturing documentation confirmed this device successfully passed these inspections. The results of this investigation are inconclusive since no additional information was received, and the product was not returned for analysis. The cause of the patient's embolization remains unknown.

Event description:
The patient had an atrial septal defect (asd) closure performed in the cath lab in 2009. The size of the defect measured 1.8 cm in diameter which was determined by transesophageal echocardiogram. A 24mm amplatzer septal occluder (aso) was successfully implanted. On the morning of the next day, an x-ray revealed that the aso had embolized from its intended location to the left ventricle which was confirmed by an echocardiogram. An attempt to remove the device percutaneously in the cath lab was unsuccessful so the patient went to the operating room to have the device surgically removed and the asd repaired. The patient recovered without further sequelae. Additional information has been requested, including imaging of the implant procedure, cath lab report/operative note and implanting physician information, but has not yet been received. Should additional information become available, a supplemental report will be filed.